Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via e-mail that the insulin pump had several button error alarms and may have been failing to alarm no delivery when necessary. It was also reported that the customer was experiencing high blood glucose levels. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.